Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noticed they could move part of the single-site curved cannula accessory and that should not happen. The accessory was not used on the patient. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The accessory was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the tube could move with respect to the bowl feature. The weld that joins the tube and bowl was cracked around the circumference. As the orientation of tube relative to the bowl is critical to function of item, the cannula cannot be used. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the weld crack, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.